Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited auto mode switches. The physician elected not to reprogram the device and continue to monitor the patient.